Manufacturer narrative:
Received 1 silicone catheter. The reported event was confirmed as cause unknown. Per the visual inspection, it was noted that the catheter had a kink on the shaft. The kink was sited 6.125¿ from the tip. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter was kinked at the shaft part as he/she opened the package. The device was not used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was kinked at the shaft part as he/she opened the package. The device was not used.